Event description:
It was reported that the patient had no improvement in her nausea and vomiting after the device was implanted. The patient had left sided abdominal pain and had her device repositioned. The stimulator was removed on (B) (6) 2009 and was found to be infected at the time of the removal. The leads were cut extremely short (but not removed) on (B) (6) 2009 due to continuing infection. The patient was withdrawn from the clinical trial she was participating in. No further information was available.

Manufacturer narrative:
(B) (4).